Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6, actual value was 29.9. Chiller temperature (t4) was 4.9. It was determined that the device had a failed mixing pump, and they requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, drain valves, manifold o-rings, tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6, actual value was 29.9. Chiller temperature (t4) was 4.9. It was determined that the device had a failed mixing pump, and they requested a quote for 2000-hour service.